Event description:
It was reported that customer received a button error alarm. It was reported that buttons were not responding. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to open traces of lcd driver on lcd board. The insulin pump was unable to verify button error alarm due to blank display. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.